Manufacturer narrative:
The reported event of oversensing was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that a patient presented with far p wave oversensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.